Event description:
It was reported that during preparation for an unspecified procedure, a guide wire coating issue occurred. During unpacking of a 035/180 starter guide wire, it was observed that approximately 2x1mm length of ptfe coating was missing. The wire was not used. The procedure was completed with another 035/180 starter guide wire. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during preparation for an unspecified procedure, a guide wire coating issue occurred. During unpacking of a 035/180 starter guide wire it was observed that approximately 2x1mm length of ptfe coating was missing. The wire was not used. The procedure was completed with another 035/180 starter guide wire. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluation: the specimen presents indications of coil displacement towards the distal tip resulting in two (2) regions of stretched coil wraps located 91.9 to 92.05cm and 93.05 to 93.20cm from the distal tip with scraped/abraded ptfe coating from 91.9 to 94.2cm from the distal tip. The specimen does not present any coating removal. The coil displacement is evident in coil waviness over the distal 7.5cm and camber over the length of the device and in distorted coil diameter from the original .03450'' - .03455'' proximal of the stretch damage to .03475'' to .03480'' in the distal 7.5cm. The specimen also presents bends/kinks located 7.60 to 7.70cm, 8.10 to 18.15cm, and 20.5 to 20.8cm from the distal tip. The specimen also present dried blood-like material and other apparent biomaterial deposits on and between the coil wraps and within the exposed guidewire lumen. No other damage or inconsistencies are noted to the specimen at this time. All joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).